Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient had been brought back to the operating room (or) and placed on bypass to over sew his aortic valve which had become grossly regurgitated. The lvad was off during the bypass run. When the patient was taken off bypass the lvad restarted without incident; however, when the patient was about to be transported to the recovery room, it was reported that a constant alarm suddenly sounded. A manufacturer technical services team member who had been present during the operation was called back to the or and found that a red heart alarm was displayed, and the system monitor indicated that the pump was not connected although all connections were securely tightened. The technical services person attempted to reboot the system controller by disconnecting and reconnecting the power leads but the alarm persisted. He was able to restart the pump by depressing both system controller buttons. After the pump was successfully restarted without further issues a back-up system controller was obtained and connected to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.